Manufacturer narrative:
The lead was returned without a reported event. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the optim sheath only was noted at 33.1 cm to 33.4 cm from the connector pin consistent with friction to another device or feature of the patient anatomy. The silicone insulation beneath the optim sheath abrasion was intact and undamaged. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event that was observed during analysis.